Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid to distal right coronary artery (rca). After pre-dilatation was performed, a 16x3.50mm promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion due to severe calcification and tortuosity of the lesion. The physician then performed additional dilatation with non-bsc balloon catheter and crossing was attempted again with the same 16x3.50mm promus premier¿ stent but the device was still unable to cross the lesion. Parallel wire technique was also applied and the device still failed to cross the lesion. The physician removed the device from the patient and it was noted that the stent struts was lifted. The procedure was completed without stent implantation. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Di: (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).